Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was damaged and a half part of the tissue pad was about to fall out. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Info not available, device not returned for analysis.